Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Two (2) bolts were returned as it was unknown which one of the two bolts were used in the surgery. Device history records review was completed for part # 03.037.010 lot # 9484334. Manufacturing location: (B)(4), manufacturing date: aug 12, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent initial surgery to repair hip fracture using trochanteric fixation nail advanced nail. During the surgery, driving cap became cross threaded and surgeon couldn't unthread it. Surgeon had difficulty in taking out the bolt (cannulated connecting screw) that slides over and connects the insertion handle with nail. There was less than 10 minutes delay in surgery. Surgery was completed successfully. Patient status is unknown. There was no malfunction associated with tfna nail and insertion handle. Concomitant devices reported: trochanteric fixation nail advanced nail (part # unknown, lot # unknown, quantity # 1), insertion handle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) cannulated connecting screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one driving cap (part # 03.010.523, lot # unknown) and two cannulated connecting screws (part # 03.037.010, lot # 9484334) were returned for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threads of the driving cap are rolled and damaged. Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device after it was cross threaded or before it was fully seated against the insertion handle. This complaint condition is confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No issues were found with the returned cannulated connecting screws. They were undamaged and in a like new condition. The devices were functionally tested with a know conforming insertion handle and tfna nail, and the complaint condition was unable to be replicated. This complaint condition is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.